Event description:
The rptr stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens. This resolved the problem.

Manufacturer narrative:
(B)(4).